Event description:
It was reported that around the return electrode, severe burn marks were found on patient´s skin. The area where the electrode was placed on the leg was dry. Patient has no implants or prosthesis in close proximity to application site. Surgery finished successfully.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. Per the cautions in the instructions for use for the ar-9610sgp grounding pad: 1. If the patient is repositioned after electrode application, ensure the electrode remains in complete contact with the patient and the cord is properly attached. 2. Ensure there are no folds in the electrode. 4. Do not remove and relocate the electrode after initial application. 5. Do not reuse the electrode. 6. To minimize the potential for electrosurgical burns, hair must be removed before placement of the pad. 7. Do not use the electrode if the pad is discolored or expired. 8. Do not use lubricating jelly on the electrode. 9. Avoid to use warm blanket on the patient. 10. Do not use electrolytic solution. 11. Remove electrode slowly to avoid skin irritation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.